Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one needle suture combination in two sections. The product code eh7779h is double armed. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needles. The sutures were examined, and the ends of the suture pieces were noted to be crushed and cut probably caused by a surgical instrument. A functional test was performed in one suture piece using instron equipment and the tensile force was above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Sutures breaks without pushing or pulling hard. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/25/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - not specified. 2. Please provide the source or title of external person providing answers to follow-up: 3. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.